Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that on an unknown date approximately 7 years 3 months later, it was observed that the left common iliac artery had become dilated. An intervention procedure was carried out approximately 7 years 6 months post implant and an endurant ii limb (etlw16128c156e) was implanted to extend into the left common iliac artery. As per the physician, the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.